Manufacturer narrative:
(B)(4).baxter medical assessment:this is a purity/yield issue that was determined after the patient product was run. There is no information of any patient adverse outcomes at this time. In this case, yield was reduced by "b-cell carry over." It is currently unknown if enough product was obtained an adequate dosage for the patient and if the engraftment was successful. This puts the patient at greater risk facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to delayed engraftment or graft failure. An attempt should be made, if possible, to obtain the patient outcome.(B)(4).----------further investigation is ongoing. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Final cd34 purity was <80% due to b cell carryover.